Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the clips did not close properly. There was no patient consequence reported.